Event description:
Customer reported a overinfusion on a pca ii pump. Volume dispensed is unknown. This occurred during patient use with no patient injury or intervention reported.

Manufacturer narrative:
A request for the return of the device has been made.